Event description:
It was reported prior to using a bd preset¿ arterial blood collection syringe, the unit packaging seal was found to be open. The device was replaced. There was no report of adverse impact to patients or users.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). Investigation summary: "material #: 364314. Lot/batch #: 3137174. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to open unit packaging as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode open unit packaging. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."